Event description:
It was reported that the patients oxygen saturation dropped and was turning blue. The patient was having difficulty breathing. The physician decided to cancel the procedure. No device was used. The patient was doing well postoperatively.